Event description:
The patient's daughter-in-law contacted baxter's technical service center to report the patient expired on (B)(6) 2011. Information from global pharmacovigilance indicates: the patient's death was originally reported to home care services. The date of death was (B)(6) 2011. It was the opinion of the nurse that the death was not related to any of the baxter peritoneal dialysis (pd) solutions or devices. During a follow up call to the facility nurse on (B)(6) 2011, the nurse confirmed that the date of death was (B)(6) 2011. The listed cause of death was a myocardial infarct (mi). It is unknown if an autopsy was performed. It is unknown if the patient was receiving therapy at the time of death.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal). Upon completion of an evaluation, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated in the product analysis lab. The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for se 2084 (illegal door open) but passed the rite electrical test. The device was powered up in service mode and the door sensor was found to be functioning properly. An internal inspection revealed no problems; all connections were correct and secure. Three simulated patient therapies were performed and completed successfully. Accuracy confirmation and temperature verification tests were performed and passed. A review of the device logs revealed no anomalies and no drain or uf volumes that meet the iipv (increased intra-peritoneal volume) criteria were observed. No device failure or malfunction was identified that could have caused or contributed to the patient death. The assignable cause for rite test failure - se 2084 was undetermined. The device has not been previously serviced and a review of the device history record revealed no issues that could have contributed to the home patient passing away.